Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving dilaudid at 0.5mg/ml at 0.083mg/day via an implantable pump. The patient reported that their pant line was rubbing their (somewhat new) incision from their pump implant and causing discomfort at the incision site. The physician reported it also looked like the incision was beginning to open and if not addressed, may continue. The environmental, external or patient factors that may have led or contributed to the issue was the patient¿s clothing was rubbing on the incision. It as unknown what troubleshooting was performed by the office prior the patient being scheduled for a pocket revision. The physician performed a pocket revision on (B)(6) 2026 to revise the pocket and move the pump up in the abdomen, revised the incision/surrounded tissue in the pocket so the patient¿s pant line would not continue to rub on their incision. After noting there was fluid in the pocket and taking cultures, the physician used a tyrx antimicrobial pouch in the pocket. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.